Event description:
Poor packaging. While performing a laparoscopic oophorectomy, a non-sterile product was opened onto the sterile field and used. The device is packaged sterile. The "introducer" that is used with it is non-sterile but is packaged the same way. They both come in a box containing 20 sterile retrieval devices and one non-sterile introducer. They are all packaged in "peel packs" which is the standard packaging for some sterile supplies. Although the introducer is labeled "non-sterile," it was opened and used, contaminating the surgery. Rptr feels that different packaging would have prevented this incident. Rptr recommends packing the non-sterile introducer in a small box so that it will obviously appear to be non-sterile or sterilize it for first time use. (*)